Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the distal shaft was stretched and ovalized. If the device is forcefully advanced against resistance, damage such as ovalizations may occur. If the device is subsequently retracted against resistance, the device may become stretched. The root cause of resistance during the procedure could not be determined. During functional testing, while attempting to advance the cat7 through a demonstration introducer, resistance was encountered due to the distal shaft ovalization and the cat7 could not be advanced through the introducer. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in superficial femoral artery (sfa) using an indigo system aspiration catheter 7 (cat7), a non-penumbra sheath and a guidewire. During the procedure, the physician felt resistance while advancing the cat7 into the guide sheath with the introducer. The physician also felt resistance while retracting the cat7 after one pass of aspiration. Upon removal, the distal part of the cat7 was noticed to be stretched and ovalized. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.